Event description:
It was reported that the procedure was to treat a lesion in the mid left circumflex (mlcx) with heavy calcification. The 1.5x6mm mini trek ii balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and failed to cross the lesion. There was resistance with the anatomy during removal, however, the device was removed independently. There were no other device issues noted. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.